Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse via company representative to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) from (B)(6) 2007 for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient received 4 treatments, 2 vials per session of poly-l-lactic acid around her mouth and her cheeks and chin. In (B)(6) 2008, the patient reported that she had developed granulomas around her mouth, cheeks and chin where she was injected. The patient returned to the clinic as the granulomas had not resolved. The granulomas are not visible. Corrective treatment if any was not provided. The reporter did not provide a causal assessment.

Manufacturer narrative:
(B)(4). Additional information received on 03-oct-08: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on 20-oct-08: relevant medical history included angina, chronic obstructive pulmonary disease, and arthritis. The patient had not experienced similar events after treatment with poly-l-lactic acid, or any other product. No histology or laboratory tests were performed. On (B)(6) 2007, the patient received treatment with poly-l-lactic acid: 5 ml and 2 ml lidocaine, with 12 ml in total injected into her right and left cheeks, nasolabial, and marionettes. Batch number: a6013. On 27-jun-08, the patient developed several lumps through the areas treated with poly-l-lactic acid. No corrective treatment was given. The event remains ongoing. The patient did receive hyaluronic acid (restylane) on (B)(6) 07 for lines, at a dosage of 0.3 ml, but this was not suspected as being related. The causality assessment between the event and poly-l-lactic acid was reported as probable. No further information is expected. Addendum for follow-up information received on 31-mar-09: our affiliate reiterated that no further information is expected.